Event description:
It was reported that the symptomatic patient presented in clinic the right ventricular lead exhibited loss of capture and high impedance. The lead was capped and replaced successfully on (B)(6) 2017. No additional information was available.